Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started smoking. Device was removed from the patient and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was slightly flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. The jaws were cleaned and a pre-cautery test was performed. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported complain was not confirmed for ¿environmental particulates¿ but was confirmed for the analyzed failure mode ¿bent wire¿ a lot history record review was completed for lots 25131208, 25131356 and 25131445 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started smoking. Device was removed from the patient and a replacement device was used to complete the procedure. The hospital did not report any patient effects.